Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the poor image discovered was due to a faulty cable. Moreover, additional damages of smashed connector tip was found. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues were identified. This issue is addressed in the instructions for use (IFU): "if an abnormal endoscopic image or an abnormal function occurs but quickly corrects itself, the equipment may have malfunctioned. In this case, stop using the camera head because the irregularity can occur again and the camera head may not return to its normal condition. Stop the examination immediately and slowly withdraw the endoscope from the patient while viewing the endoscopic image. Continued use of such equipment may cause more severe damage to the equipment and/or patient injury, bleeding, and/or perforation" page 29. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that poor image was observed with this camera head. Unknown where the event occurred. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
E2: non-health care professional. E3: no. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported that poor image was observed with this camera head. Unknown where the event occurred. There were no reports of patient or user harm associated with this event.